Event description:
This report is a summary of sixteen (16) malfunction events. A review of the event(s) involved a device was fractured issue. No adverse event patient information was reported. No information regarding patient demographics have been provided.